Event description:
It was reported by the plaintiff's attorney that in approximately (B)(6) 2010, the plaintiff was implanted with pelvic mesh products to treat pelvic organ prolapse and stress urinary incontinence; the type of mesh devices were not specified. The plaintiff's attorney alleges the plaintiff "suffered serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor and bleeding." The plaintiff's attorney also alleges that the plaintiff "hs experienced significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
It is unknown if this implant is an ams pelvic mesh product or another manufacturer's product. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.